Event description:
Same case as MFR# 2134265-2009-00068. During a coronary stenting treatment procedure on the 70% stenosed left anterior descending artery (lad) and the 70% diagonal branch an unspecified 3.0x20mm balloon was placed at the diffuse segment of lad. Then a 3.0x13 non bsc stent was placed from the mid to distal segment up to the proximal segment of the lad. The stent was dilated up to 14atms. Then another non bsc stent was placed in the end of the lesion and extending proximal to the diagonal branch. A 3.5x18mm non bsc stent was then deployed and dilated up to 14atms. It was noticed that there was timi 3 flow in the lad with no residual stenosis or dissection. However, it was noticed that the diagonal branch, which was initially 70% stenosed now appeared to be 20% stenosed. The physician tried to cross the lesion with a hi torque floppy extra support wire which did not cross the lesion. A non bsc guide wire was then advanced but was also unable to cross the lesion. A luge guide wire was then advanced to the lesion and crossed into the distal diagonal. The lesion was then dilated with a 2.5x6mm sprinter balloon; however, it was noticed that the lesion still recoiled and there was a dissection. The physician pulled the balloon back and placed a 2.5mm taxus express2 drug eluting stent (des) from the ostium of the diagonal to the proximal lad. The des was dilated to 12atms and it was noticed that there was a timi 3 flow in the diagonal coming off the lad with no residual stenosis. It was noted that the pt had chest pain during the procedure with some arm pain. Successful angioplasty and stenting of the lad was performed from the proximal to mid segment. The diagonal branch was also successfully stented. It was noted that there was a normal left ventricular ejection fraction. The medications that were given were integrilin, heparin (5000 units) and nitropress. Three years later, the pt presented in the emergency room with significant myocardial infarction. It was noted that the pt had been on plavix for 3 years but went off of plavix for 5 days for a dental procedure and the day after the dental procedure stent thrombosis was found in the lad and diagonal branch proximal to the placed stents. The pt presented to the cath lab intubated and on a ventilator. An angioplasty treatment procedure was performed on the pt. A 3.0x12mm maverick over-the-wire balloon was advanced to the lesion and was inflated to 6atms for 12 seconds. The balloon was removed and then a 2.5x9mm maverick over-the-wire balloon was advanced to the lesion and the balloon was inflated to 16atms for 45 seconds. A coronary angiogram was performed and the balloon was inflated again and then the balloon was removed. An intra-aortic balloon was placed in the descending thoracic aorta and flow was re-established and the procedure was completed. Post procedure the pt denied any complaints of pain or discomfort. The pt was stable on a ventilator. The medications that were given were versed, fontanyl, integrilin, heparin, adonosinc, lidocaine, dobutamine and dopamine. The pt is stable but remains hospitalized.

Manufacturer narrative:
As the device has not been returned product analysis could not be completed. The most probable root cause of this complaint is undeterminable.